Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump's display was badly scratched and difficult to read. Blood glucose level at the time of the incident was 104 mg/dl. The customer stated that he was recently hospitalized twice due to kidney issues. The customer was advised that the insulin pump would be replaced or returned for analysis.